Manufacturer narrative:
The distributor reported that their customer stated the AED will not power on. The serial number of the AED was not provided. The battery pack has an expiration of december 2028, and the maintenance schedule is not reported. Communication with the distributor: the customer stated they have replaced the 9v battery in the main battery and the battery pack does not work. The maintenance guy went to the harbour authority of grand etang and tried their battery pack in our defibrillator and it worked perfectly, therefore there is nothing wrong with the defibrillator. No additional information is available at this time to further investigate the event. The IFU states: maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The distributor reported that the AED will not power on. The customer did not report this event occurred during patient use.